Event description:
Customer complains blood leak after starting the treatment. The blood loss for the patient was very minor, approximately 20ml. No medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of the event cannot be determined.